Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) contacted boston scientific technical services (ts) with questions regarding her device. She explained that she was told by her clinic that her device cannot be interrogated by the programmer. The clinic chose to monitor the patient through remote monitoring. No further issues have been reported and no adverse patient effects.